Manufacturer narrative:
Device evaluation summary: the breath delivery (bd) central processing unit (cpu) board was returned for failure investigation. There was no visible distortion or damage was observed that may have affected the function of the board. The bd cpu board was installed in the test ventilator and powered on in "service mode". All tests were run successfully. The ventilator was then restarted in "normal mode" to initiate ventilation on a test lung. Upon powering up in normal mode, settings were locked out due to a serial number mismatch. The reported event that the ventilator went into an inoperative state could not be duplicated. Although the returned bd board passed all calibrations and self-tests, the ventilator generated a system lockout due to a serial number mismatch, as well as a minor background communications fault. Without the original ventilator and/or additional components that may have contributed to the event, a complete analysis cannot be performed. The inspiratory flow module was also returned for failure investigation and is currently under investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the field service engineer (fse) evaluated the device and replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba) and breath delivery unit (bdu) printed circuit board assembly (pcba). The fse updated the field programmable gate array (fpga) and software to the current revision. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator went into "vent inop" (ventilator inoperative) condition. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The inspiratory flow module board was returned for failure investigation. The board was installed into a test ventilator for analysis. The reported event that a ventilator going into an inoperative state could not be duplicated. The ventilator was found to have intermittent failures in both the extended self test (est) leak test and est circuit pressures test. Due to the intermittent nature of the observed failures, testing was inconclusive, and a cause cannot be determined. If information is provided in the future, a supplemental report will be issued.